Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error and replace battery now. Customer indicated that the battery had already been replaced 3 times in 1 night. Troubleshooting found that the customer did not receive a low battery alert prior to the replace battery now alarm. Customer's blood glucose was 167 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The pump passed the self test. The format history file analysis confirmed pump error 63 due to poor solder joints at the ambient light sensor on the keypad assembly. The pump was monitored without a battery for ten minutes. After re-inserting the battery, no unexpected replace battery now alarm was noted. The pump was received with a scratched case and a severely scratched lcd window.